Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and a cartridge alarm (alarm 1) occurred. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 203 mg/dl.